Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 500 mg/dl, and low blood glucose of 50 mg/dl. Which was treated with food. Customer did not go to the hospital and did not contact healthcare professional. Customer had symptoms of high blood glucose; customer had rapid heart beat. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles. Alarm history showed a no delivery alarm. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test. It was also found that bent cannula caused low blood glucose.